Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform the FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The medical surveillance specialist (mss) classified this complaint based on customer service rep (csr) documentation. The lay user/pt contacted lifescan (lfs) customer service in 2009 alleging a "battery indicator" issue with her one touch ultra2 meter. She claimed she developed dizziness and rapid heartbeat 3 hrs after the reported issue began and that she administered self-treatment with food/drink as a result of the reported issue. No other forms of treatment or blood glucose results were reported. According to the troubleshooting performed by customer service, there was no misuse of the product, and the battery did not need to be replaced yet based on the battery life. Replacement product were sent to the pt. This complaint is being reported because the pt allegedly developed symptoms suggestive of hypoglycemia 3 hrs after the battery indicator issue began. In addition, the reported issue was not resolved with troubleshooting.